Event description:
The customer complained of a questionable elecsys troponin t stat assay (tnt stat) result for 1 patient tested on a cobas 6000 e601 module. The initial tnt stat result for sample a was 24.78 ng/l with a data flag and was reported outside of the laboratory. Per laboratory protocol for high troponin t patients, a new sample (sample b) was collected 1 hour later. The initial result for sample b was 6.15 ng/l with a repeat result of 6.73 ng/l. Sample a was retested on the same analyzer and a tnt stat result of < 6.0 ng/l with a data flag was obtained. Sample a was tested on another analyzer and a tnt stat result of 8.3 ng/l was obtained. The repeat result of sample a was deemed to be correct. There was no adverse event. The field engineering specialist was unable to find the cause of the issue. He performed performance and precision testing with acceptable results. He retested the patient sample and obtained tnt stat results of 6.83 ng/l, 6.67 ng/l, and 6.88 ng/l. Qc results prior to and after the event were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.